Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, reduced cardiopulmonary reserve. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the device was scrapped. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report, information has captured incorrectly. It has been corrected in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging eye irritation, nose irritation, dizziness and/or headache, reduced cardiopulmonary reserve. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. Additionally, the device was scrapped. Box h: evaluation results code grid, conclusion code grid it has corrected in this report. Patient outcome code grid - ao-hrt-08-22 - unspecified heart problem corrected has pao-res-09-06 - pulmonary dysfunction. Box g: report source - other has been updated.